Event description:
Boston scientific received information that the patient had a mitral valve surgery and the device was programmed to electrocautery mode. Post surgery, when the field representative turned off electrocautery mode and interrogated the device, it was in safety core. The field representative noted that the patient is pacemaker dependent. The device was explanted (B)(6) days later and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, this family of devices has been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.